Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that patient¿s implantable cardiac monitor (icm) was exhibiting post sensed t-wave oversensing. Programming changes were made. The patient had no adverse consequences.